Manufacturer narrative:
(B) (4). Device #1: part# 12673-03, lot# 84009-6h indicated is being filed under medwatch MFR# 2953144-2010-00309. The device was received. Investigation is not complete.

Event description:
Device #2 malfunction: suture break. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after suture deployment, as the knot was being advanced to the arterial surface, the suture broke. The suture was removed and a second proglide was attempted with the same results. The device was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.